Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 21mm sjm regent heart valve was chosen for a aortic valve replacement (avr)- mitral valve replacement (mvr)- tricuspid valvuloplasty, and pulmonary valvotomy surgery. During procedure, while 21 mm regent valve implanting, half of the sutures were tighten than rotated with the valve holder. After rotation, one of the leaflets was broken and dropped into the ventricle. There was resistance felt when rotating. The surgeon took out the dropped piece and replaced the valve with a new 21mm sjm masters series hemodynamic plus valve. There was no delay in the procedure. The patient was reported stable.